Event description:
The customer reported they have an alarm that has damages but couldn¿t provide exactly what the product issue was. They reported possibly the alarm might have corrosion and or the hold/suspend button is coming off but they couldn¿t be more specific for the reason of the return of the alarm. The customer reported they are cleaning the alarm with super sani wipes and are not reusing the batteries between pts. There was no pt injury reported.

Manufacturer narrative:
Results: evaluation of the returned product revealed that there was water intrusion to the unit and the spring and contacts have rust and corrosion on them. The alarm did not power on. Note: posey instructions for use has a statement: proper handling and use: if the posey keepsafe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use posey keepsafe if the audible alarm does not sound. (B)(4).